Event description:
In 2009, the patient reported he is seeing many air bubbles in his insulin infusion set tubing at the connection area to his infusion device (competitor product). He said he uses room temperature insulin to fill the cartridges. He stated he tries to prime the air bubbles out but the bubbles reform in the tubing. He said he has not noticed any air bubbles inside the insulin cartridge. He has had elevated blood glucose readings up to 328 mg/dl with his normal range being 80-120 mg/dl. He has no symptoms and treats his readings by bolusing through his infusion device after priming the air bubbles out. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.